Event description:
During an open reduction internal fixation (orif) ankle procedure, the small battery drive would not run. The surgical tech tried multiple batteries with the device but it still would not function. It is reported the procedure was delayed approximately 3 minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-04486.